Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 24 mm stent delivery system (sds) was returned for analysis. The entire length of the stent was noted to be damaged and stretched. The crimped stent od (outer diameter) was measured at time of manufacture and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found a kink 115 mm distal to the distal end of the strain relief. Visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13june2019 it was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.00x24mm promus element drug-eluting stent was advanced for treatment but the stent did not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was fine. However, returned device analysis revealed a stent damage.